Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident leak remains unknown.

Event description:
Following insertion into the patient, air was aspirated into the syringe that was connected to the extension port of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.